Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder and air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. It is presumed that reprocessing was not conducted properly due to leakage from the bending section cover and biopsy channel. Subsequently, the material was not possibly eliminated. The events can be detected and prevented in accordance with the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.